Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy pacemaker (crt-p) recently had weight loss. Moreover, this crt-p was repositioned as the physician was concerned that the device might move too much. No additional adverse patient effects were reported.